Event description:
Legal case USA patient ID: (B)(6) tendon repair, related (B)(4) lk infection prior to revision, related (B)(4) lk rev. On (B)(6) 2023, dr. (B)(6) replaced the defective part in his knee. After going to physical therapy, he was still in pain. We went back to dr. (B)(6) who discovered he had a ruptured quadricep which he repaired on (B)(6) 2023. My husband is still suffering with his knee with no relief in sight. He is now under pain management. He subsequently had a ruptured quadricep which he repaired on (B)(6)2023, which they claim was related to the revision recovery.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitants: (B)(6), 02-010-03-0250 - logic cr femoral cem, left, sz 5, (B)(6), 02-012-45-5050 - lgc tibial fit tray cem sz 5f / 5t, (B)(6), 200-02-35 - three peg patella 35mm, (B)(6), 02-022-47-5011 - truliant tib imp cr ins std sz 5, 11mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b5, d1, d4, h6 MDR section codes updated/corrected: b, c, d, g the reason for the quadricep rupture reported cannot be conclusively determined but may be related to patient-related conditions, surgical technique, and/or component design. However, this cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
According to the information provided the patient had a replaced the defective part in his knee. After going to physical therapy, he was still in pain. We went back to doctor who discovered he had a ruptured quadricep which he had repaired. Patient states pain in his knee. He is now under pain management. He subsequently had a ruptured quadricep which was repaired. According to the reported information, it is believed that the quadricep rupture was related to the revision surgery. The devices were not returned for evaluation as they remain implanted at this time, and images and radiographs were not provided.